Manufacturer narrative:
B3: used article publish date as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: liu, m. Et al (april 10, 2025). The safety and efficacy of left atrial appendage closure devices in patients with non-traumatic intracranial hemorrhage. 473. Journal of the neurological sciences. Https://doi.org/10.1016/j.jns.2025.123490.

Event description:
It was reported via journal article that deaths occurred. The following event was obtained via a retrospective analysis following 103 patients who underwent a a left atrial appendage (laa) closure procedure where watchman closure devices were successfully implanted and the patients were followed. It was reported that out of 103 patients, the following deaths occurred: 29 patients died during follow up from varying causes.